Event description:
Boston scientific received information that the patient implanted with this pacemaker was very active and exercises frequently. The minute ventilation sensor was optimized for the patient and successfully got the patient's heart rate where it needed to be while active. However, when the patient would cool down or was walking at a slower pace the heart rate was still high. Troubleshooting was performed which could not resolve the clinical observation. An invasive procedure was performed and this device was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The observation was confirmed via clinical data from the field however could not be reproduced in our laboratory.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.